Manufacturer narrative:
Evaluation: after endovascular graft placement, patients should regularly be monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings should receive enhanced follow-up. Our evaluation indicated that the event was caused by kinking of the graft due to the patient's stenosis.

Event description:
The patient originally had a zenith endovascular stent graft placed in 2006. The patient had come in for a follow-up exam and it was noted that the common iliac on the right side had a stenosis. As a result, the physician has decided to place a stent in the common iliac stent graft to keep the graft open.